Event description:
During the final angiogram a type I endoleak was found at the proximal seal zone of the main body graft. An attempt was made to correct the seal zone by inflation of a molding balloon several times at the proximal portion of the main body graft. Angiogram performed still showed a visible endoleak. A main body extension was deployed to extend the graft fabric up to the lowest renal artery approximately 2-3 millimeters. Extension was molded to the vessel followed by another angiogram. At the conclusion of the procedure the proximal type I endoleak had been resolved, and a small type ii endoleak was observed. Type ii endoleak is believed will resolve with time.